Manufacturer narrative:
(B)(4). Upon further quality assurance evaluation, part number 114700 was incorrectly reported. The main component is an unknown discovery.

Event description:
Second revision surgery - due to the implant breaking.